Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (segments missing) issue. The distributor alleged that there were blank areas on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4)

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/20/2015 with the following findings: during testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. The complaint that there were blank areas on the display screen was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.